Manufacturer narrative:
Investigation completed 3/06/2017. Method: -DHR review -trend analysis a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified conclusion: in summary, the device was not released for evaluation after several documented requests. Therefore, the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
Neurosurgeon stated that the skull clamp unlocked when the patient moved from supine to prone position. There was no patient injury reported. Additional information has been requested.